Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign object in the nozzle is cause not established and the most probable cause of the dent in the channel and forceps cannot be inserted smoothly is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object in the nozzle and forceps cannot be inserted smoothly due to dent on channel. There was no patient involvement.